Manufacturer narrative:
Additional information received reported that issue occurred during first inflation. Vessel was not predilated. Balloon was removed as a single unit with the sheath as it would not come out individually. After removal physician held pressure on access site and reintroduced the sheath. Balloon burst occurred above nominal pressure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an evercross pta balloon with a 6fr non-medtronic sheath and a 260 non-medtronic guidewire during treatment of a 60mm calcified lesion in the patients distal superficial femoral artery (sfa), anterior tibial artery (ata) and pedal artery. Little vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 80% stenosis. Artery diameter reported as 9mm. There were abnormalities reported in relation to anatomy. Embolic protection was not used. A non-medtronic inflation device was used for balloon inflation. A 60/40 saline/contrast mixture was used for inflation fluid. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The device was passed through a previously deployed stent. No resistance was noted during advancement of the device. Physician placed a stent within fractured stent in mid sfa, when post-dilated the heavy calcium anatomy caused the balloon to rupture where at retrieval detached from catheter shaft remaining into the anterior tibial/pedal artery transition an a transtibial access. Physician wasn¿t able to remove entirely, only by a linear cutdown. Once removed, procedure was finished, patient was safely recovered with no complications of any type whatsoever. Procedure was completed successfully.

Manufacturer narrative:
Product analysis the device was returned with the balloon detached at the proximal cone and with the proximal markerband present approximately 60mm of the detached balloon was retuned, (photo 6) and the distal markerband is loose inside the detached balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.